Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient will be revised due to a pain on (B)(6) 2025. The implantation date unknown.

Event description:
The patient will be revised due to a pain on (B)(6) 2025. The implantation date unknown.a cup, a glénosphère and screws were explanted.a cup, a glénosphère and screws were implanted .

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.